Event description:
It was reported that the device was replaced due to early battery depletion resulting from the firmware errantly determining the device to be at elective replacement indicator (eri). No patient complications were reported as a result of this event.

Manufacturer narrative:
(B) (4). It was reported that the device was replaced due to early battery depletion resulting from the firmware errantly determining the device to be at elective replacement indicator (eri). No patient complications were reported as a result of this event. (B) (4) no conclusion can be drawn (B) (4) low battery